Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a female patient with history previous strokes, underwent an atrial fibrillation (afib) ablation procedure with a thermocool(r) smart touch(r) sf bi-directional navigation catheter and suffered cerebrovascular accident (cva) requiring unspecified intervention. The physician needed assistance to perform transseptal puncture during the procedure; however, no bwi product malfunctions were reported throughout the case. After the end of the procedure, the patient suffered cva. The clinical account specialist (cas) that supported the case is not sure exactly on what was done to treat the patient. It is unknown if prolonged hospitalization was required. The physician is unsure regarding the causality of the event. Physician mentioned the patient was doing well. No further information is available. With the information available, this is being conservatively reported under the ablation catheter.